Manufacturer narrative:
Reporting institution name: (B)(6) hospital. A philips remote service engineer (rse) interviewed the customer. The biomedical engineer (bmed) from the hospital evaluated the unit and discovered the probe malfunctioned. The customer exchanged the probe themselves to determine the fault and then carried out the repair without reporting it to philips. A good faith effort (gfe) response confirmed the unit has returned to working specification. The gfe response could not obtain details regarding the probe that was repaired. Based on the information available, the cause of the reported problem was confirmed to be the probe that malfunctioned. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported the fetal heart monitoring was inaccurate. The actual value was 130, but the display screen showed 220. The device was not in use on a patient at the time of event, there was no adverse event reported.